Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv4016 showed twenty three other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2021, when the PICC catheter was punctured for the patient under the doctor¿s order, the connector was ready to be connected, and the click sound was not issued to indicate that the connector was connected properly. The nurse was unable to determine whether the catheter and the connector were connected properly, and repeated forceful connection. After connecting the connector, pull it once and make sure that it is not loose. Only then can it be temporarily confirmed that the catheter has been connected. It is still necessary to continue to observe, and it is not sure whether it will cause adverse effects on the patient. Because the PICC catheter can be indwelled for one year in theory, the patient can move with the tube. If the connector is loose, it will cause the PICC catheter to fall into the blood vessel, with disastrous consequences.